Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset and guided the customer through the process, after which the device no longer displayed the cgm error code.